Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 264 mg/dl, due to just having eaten a meal. The customer then delivered a bolus for the meal that was just eaten; however, the customer transposed the carbohydrates amount and bg value when entering values into the pump, and subsequently over-delivered insulin (25 units). The customer did not experience a low bg level, as the customer immediately began eating ice cream and drinking juice.